Event description:
As reported, a 7x40 precise stent did not deploy and failed. The guidewire lumen (inner shaft) was separated. The deployment mechanism failed and would not deploy. During attempted deployment, the physician maintained a fixed inner shaft position; however, resistance was encountered and the stent could not be deployed, appearing to be caught or stuck despite fluoroscopic confirmation of proper positioning. A second attempt produced the same resistance. The device was removed and inspected, and the shaft and stent tip appeared normal. The case was completed using a non-cordis stent, which deployed without issue. There was no reported injury to the patient. The device was prepped in the tray according to standard IFU practices. The tuohy borst valve was received in the open position but was closed prior to removing the device from the tray to prevent early deployment. When removed from the tray, the stent remained constrained within the outer sheath. A stopcock was connected to the tuohy borst valve y-connector, and no difficulty was encountered flushing either the stopcock or the stent delivery system (sds). The intended procedure targeted the right proximal internal carotid artery (ica) extending into the common carotid artery (cca) at the carotid bifurcation. The target vessel diameter was 5.2 mm with a lesion length of 37 mm and 92% stenosis. The selected stent size was 7 mm × 40 mm, consistent with sizing 1¿2 mm larger than the vessel diameter. The lesion contained approximately 45% soft plaque and the vessel demonstrated normal to moderate tortuosity without acute bends. A 5fr non-cordis sheath introducer was used and positioned in the cca proximal to the lesion; no guiding catheter was used. The sds advanced to the landing zone without difficulty, and no unusual force was applied during advancement. Thrombus was present at the lesion site. The lesion was not pre-dilated, as the physician preferred post-dilation. The device crossed the lesion without resistance and did not pass through a previously placed stent. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 7x40 precise stent did not deploy and failed. The deployment mechanism failed and would not deploy. During attempted deployment, the physician maintained a fixed inner shaft position; however, resistance was encountered and the stent could not be deployed, appearing to be caught or stuck despite fluoroscopic confirmation of proper positioning. A second attempt produced the same resistance. The device was removed and inspected, and the shaft and stent tip appeared normal. The case was completed using a non-cordis stent, which deployed without issue. There was no reported injury to the patient. The device was prepped in the tray according to standard instructions for use (IFU) practices. The tuohy borst valve was received in the open position but was closed prior to removing the device from the tray to prevent early deployment. When removed from the tray, the stent remained constrained within the outer sheath. A stopcock was connected to the tuohy borst valve y-connector, and no difficulty was encountered flushing either the stopcock or the stent delivery system (sds). The intended procedure targeted the right proximal internal carotid artery (ica) extending into the common carotid artery (cca) at the carotid bifurcation. The target vessel diameter was 5.2 mm with a lesion length of 37 mm and 92% stenosis. The selected stent size was 7 mm × 40 mm, consistent with sizing 1¿2 mm larger than the vessel diameter. The lesion contained approximately 45% soft plaque and the vessel demonstrated normal to moderate tortuosity without acute bends. A 5fr non-cordis sheath introducer was used and positioned in the cca proximal to the lesion; no guiding catheter was used. The sds advanced to the landing zone without difficulty, and no unusual force was applied during advancement. Thrombus was present at the lesion site. The lesion was not pre-dilated, as the physician preferred post-dilation. The device crossed the lesion without resistance and did not pass through a previously placed stent. One non-sterile precise pro rx us carotid system device involved in the reported complaint was returned for investigation. Visual inspection confirmed that the flushing valve was present and the catheter tip was present. The stent was loaded in its manufactured position and showed no abnormal conditions. Additionally, a separation between the outer member and the guidewire lumen was observed, located approximately 21 cm from the distal tip. A deployment simulation was attempted; however, it could not be completed due to the separation observed between the outer body of the catheter and the guidewire lumen, which disrupted the deployment system. The usable length dimensional evaluation could not be performed due to the altered condition of the unit as received. However, dimensional analysis was conducted to verify the outer diameter near the separation location. The result obtained was found to be within specification. Additionally, due to the observed guidewire lumen separation, a localized outer diameter measurement at the separation location was obtained and found to be within specification. The inner diameter was also found to be within specification. A high-magnification microscopic evaluation was performed to assess the separation borders of the affected portion of the unit. During this analysis, elongations were observed, which may be associated with high tensile force interaction that contributed to the observed separation. Additionally, a scratch mark was observed near the separation border, which could be attributed to interaction with sharp-edged materials. The reported event of ¿stent delivery system (sds)-deployment difficulty-unable¿ could not be observed through analysis of the returned device due to the damaged condition of the unit. Additional conditions were noted of ¿outer sheath-separated¿ and ¿guidewire lumen (inner shaft)-separated¿ with the returned unit. The exact cause of the issue experienced could not be determined. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the reported inability to deploy the stent. However, target vessel characteristics (lesion was at the carotid bifurcation with moderate tortuosity and thrombus), and/or procedural/handling factors are possible. However, it was noted that the outer sheath of the device was separated when received, which could have resulted in deployment difficulty if it occurred during use. Additionally, the guidewire lumen was noted to be separated. Handling factors likely contributed to the separations noted as evidenced by the elongations and scratch mark observed around the separation borders. Elongations are typically associated with high tensile force interaction; therefore, it is likely that the device was subjected to a tensile force exceeding the material¿s yield strength prior to the separation. Also, scratch marks are often associated with interactions with sharp-edged materials. Although, since it was reported by the customer that ¿the device was removed and inspected, and the shaft and stent tip appeared normal,¿ then the additional conditions likely did not occur during use in the patient and possibly due to manipulations after the procedure. According to the IFU, which is not intended to mitigate risk, during stent deployment, the IFU states, ¿caution: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used, while the angioguard rx emboli capture guidewire remains in place. Slack removal: advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque inner shaft markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion. Ensure the stent delivery system outside the patient remains flat and straight. Caution: prior to stent deployment, remove all slack from the catheter delivery system. Slack in the catheter shaft either outside or inside the patient may result in deployment of the stent beyond the lesion site. Stent deployment: warning: the stent is not designed for dragging or repositioning. Once the stent is partially deployed, it cannot be recaptured using the stent delivery system. The mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand. Verify that the delivery system¿s radiopaque inner shaft markers (leading and trailing ends) are proximal and distal to the target lesion. Unlock the tuohy borst proximal valve end connecting the inner shaft and outer sheath of the delivery system. Ensure that the sheath introducer or guiding catheter does not move during deployment. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker.¿ neither the product analysis, nor the information available for review suggest that the reported event and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions have been taken at this time.